Event description:
Report received from abbott int'l affiliate of an overdelivery due to operator error in programming the device. The report states: "pump was programmed to deliver in pca mode 10 mg/ml at a pca dose of 10mg with a 5 min pt lockout and no 4 hr limit set using a 30ml in a period of approximately 5 min instead of 20mg. The pt stopped breathing and then was resuscitated. The pump indicated that 20mg had been delivered, there was 10ml of saline and pethidine left in the syringe." Follow-up info received indicates the pt was successfully treated with an unspecified dose of IV narcan, and was reported to have "recovered." The pethidine was discontinued and the pump was disconnected from the pt. Review of the pump's event log showed that the pump had been programmed for a drug concentration of 1.0mg/ml, not the actual drug concentration of 10mg/ml. The pt received two 10mg loading doses. The pt received 200mg of pethidine instead of the intended 20mg. No further info was provided.